Event description:
Customer reported that the screen would sometimes time out during the unlock process. There was no adverse impact to the customer¿s blood glucose level. No further troubleshooting was requested by the customer.